Event description:
The account generated a negative testpack plus hcg urine result using a random urine on a surgical pt. The pt under went a laparoscopy procedure. During surgery, pregnancy was determined to be 10 days old with twins. The pregnancy was terminated. No additinal info regarding the pregnancy termination was provided. No additional hcg testing was performed. No serious injury to the pt was reported.